Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 37743 , serial# (B)(4), product type programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient observed a warning power-on-reset (por) message (with a ¿call your doctor¿ icon) on the programmer unit of their implantable neurostimulator (ins). The patient stated that they had turned the stimulation off last night and then tried to turn it back on this morning but was unable to. The patient also stated that they had tried replacing the aaa batteries. The patient was going to contact the manufacturer¿s representative. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
The patient later reported that they received assistance from their doctor or company representative and their concerns were resolved.